Manufacturer narrative:
Update to type of investigation (b). Update to investigation conclusions (c).

Manufacturer narrative:
As per the report, "the butterfly fell apart while retracting the needle from the patient's arm. Fortunately, there was no harm to the patient or the phlebotomist." It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
As per the report, "the butterfly fell apart while retracting the needle from the patient's arm. Fortunately, there was no harm to the patient or the phlebotomist."